Event description:
The customer reported that insulin was squirting out during manual prime. The customer did not report any alarms. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.